Event description:
The field service rep (fsr) reported during preventative maintenance (pm) of the device, the unit was leaking. Since this event was during pm, there was no pt involvement.

Manufacturer narrative:
Per the field service rep (fsr), the unit was leaking and customer did not request repairs. No add'l action will be taken at this time.